Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead code was recorded on (B)(6) 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Battery status was set to elective replacement indicator (eri) due to a long charge time that recorded on the same date; due to the damaged fuse, the device was not able to charge within the specified limits. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced after two years of service. Additional information was received. Printouts showed the device stored many vf episodes on (B)(6), where anti-tachycardia pacing (atp) and shocks were delivered in two episodes and the others were marked as non-sustained or vf with no therapy. The episodes themselves were not provided. It was reported the patient's chronic non-boston scientific right ventricular (rv) lead was explanted and replaced with the device. No additional adverse patient effects were reported.